Event description:
It was reported by the customer that the pyxis medstation es system has failed drawer. The customer stated that patient care was not interrupted due to maintenance. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that right side rail and latch sensor was damaged. A field service engineer, replaced the rail and latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.